Manufacturer narrative:
Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The reported patient effects of stenosis, and angina are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: post market clinical follow-up evaluation report xience sierra small sizesna

Event description:
It was reported in the post market clinical follow-up (pmcf) evaluation report that a total of 95 patients treated with 2.0 mm diameter xience sierra stents were enrolled at hospital universitario donostia, san sebastian, spain, and data was collected from (B)(6) 2018 to (B)(6) 2020. Ten months after implantation of a xience sierra small sizes, a patient was catheterized for stable angina, and a focal restenosis in the proximal border of the stent was found. There were no cases of early or late definite stent thrombosis observed within 6 months. The deaths that were reported after the procedure were not device related. Results from this report suggest the continued safety and performance of the xience sierra small stents for at least 24 months in the real-world clinical setting, when used as indicated. Please see pmcf report titled 'post market clinical follow-up evaluation report xience sierra small sizes' for additional information.